Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind/loud anomalies noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the motor was louder during bolus delivery. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had crack near casing of battery compartment. The insulin pump will not be returned for analysis.